Event description:
Probe was dripping, which was identified by residue on components of the instrument. The possible effect of the reported condition is that the unk fluid could cause carry-over or containation of samples or reagents, potentially compromising test results.